Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Updated information: cup loosening confirmed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Type of hip replacement product: unknown - right. Reason(s) for revision: component loosening. Update: system description, products, surgeon and confirmation that cup loosened received 23 may 2012. Type of hip replacement product: asr xl. Update received: 25th june 2014 - marked as legal, attached legal documents, added further reason(s) for revision: vertical inclination of cup: malposition, dislocation (due to altered position of acetabular cup, vertical inclination of cup), metallosis, pain and high levels of chromium and cobalt metal ions in blood, advised asr xl products were revised, but corail stem remained in situ, added patient name, added patient ID (initials), added patient age and added hospital: (B)(6).